Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of a non-dehp fluid path intravia container was pulled (damaged) ¿when pulling the IV (intravenous) spike from the bag¿. This was identified when changing the bag and described by the reporter as ¿IV tubing spike pulled the part of spiking port of intravia container¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.